Event description:
Additional information was received from the patient who reported that for at least 3 weeks if not longer it was doing the same thing again, it took 10 to 15 minutes to complete a request a bolus since it lagged at 90%. During call the agent walked patient through clearing data and the patient closed all apps and the patient was able to connect to myptm like normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's screen would get stuck at 90% for 6 minutes when they were getting a bolus. The patient stated that this issue started when their device was replaced. Patient services reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump without lag. The patient planned to call back if further assistance was needed. It was noted that the patient got 12 boluses per day.